Event description:
This spontaneous report was received from a physician who is medically treating patient's adverse events post presumably radiesse injections. She stated the patient was injected by dr. (B)(6) in the doctor's garage. The patient was injected with an unknown amount of product into her cheeks and nasolabial folds. Dr. (B)(6) is not (B)(4) registered customer. On the same day, the patient developed facial hematomas, and on dr. (B)(6) advice, sought assistance at the urgent care center for an allergic reaction. At the center, the patient was given oral ibuprofen and tetracycline; indication, amount, frequency and duration were unknown. Patient developed facial scabs, open wounds and had drainage. She came to dr. (B)(6) for assistance. Dr. (B)(6) took cultures of the draining material. She also placed the patient on oral cipro, indication, amount, and frequency and duration were not provided during the initial cell. Patient had previous radiesse injection 8 years ago without any adverse events. Patient is allergic to formaldehyde. Dr. (B)(6) asked if there is any formaldehyde in radiesse, was told there is none. She requested medical consultation.

Manufacturer narrative:
On (B)(6) 2014, (B)(4), rn at merz spoke with dr. (B)(6), who consulted with a patient in her office today presenting with severe induration of the bilateral midface regions with open lesions. The patient is a healthy (B)(6) year old who is not taking any medications. She has had radiesse approximately eight years ago without incident. Dr. (B)(6) states the patient has oozing and bloody drainage mixed with what appears to be calcium particles, which poured from the midface lesions when she debrided the area. The patient was injected by physician, (B)(6). The patient was injected at dr. (B)(6) residence and identified the substance she was injected with as "white." She stated the syringe was "lying on a table" and did not see the box and is unsure of the amount of volume injected. The patient was referred to dr. (B)(6) by a local beauty salon owner. The patient and dr. (B)(6) are unsure if the injected product was actually radiesse and dr. (B)(6) is not a merz account. The patient states immediately following injection her face became swollen with swelling of the lips. The patient had phoned dr. (B)(6), who recommended ibuprofen and benadryl. The swelling in the lips eventually subsided, but there is still severe induration of the bilateral midface with bilateral open lesions present. On (B)(6) 2014, the patient could not reach dr. (B)(6) via telephone and presented to urgent care and was placed on doxycycline. After examination today, dr. (B)(6) debrided and drained the wounds, a culture was taken, and the patient was prescribed cipro. (B)(6) discussed that since it is unknown if the infected dermal filler is actually radiesse, no treatment modalities used by other hcps were shared and the case was referred to merz medical direction, (B)(4), md for additional consultation. Dr. (B)(6) is very much aware that she may not be dealing with radiesse, but rather another unknown white substance. Dr. (B)(6) attempted to reach dr. (B)(6), but received a home phone voicemail. On (B)(6) 2014, during a follow-up, dr. (B)(6) stated that dr. (B)(6) called her back last week and told her she bought her radiesse product online at (B)(6), out of (B)(6). Dr. (B)(6) did not know the lot number as she did not document it at the time of injection, and did not have any additional product available to verify the lot number. Per dr. (B)(6), the patient has an allergic reaction to whatever she was injected with. She had open wounds on face that were oozing bloody drainage with white crystals. Dr. (B)(6) stated that the product did not look like radiesse, from her experience. Additionally, per dr. (B)(6), all six cultures she took from the patient's wound areas had negative results for bacteria and fungi; the results showed normal skin flora. She continues to treat the patient with prophylactic bactrim and she started her on prednisone, 10mg. At this point, patient's wounds are healing. The device history records for the injected radiesse lot were not reviewed as the lot number was unknown.